Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician found when pushing the head section up button, the head would rise after a 5 second delay. He isolated the issue to the CPR/trend valve. He replaced the valve to repair the bed.